Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No off no power alarm noted during test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tubelip, minor scratches to the display window, corroded battery cap contact and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for off no power. The blood glucose reading was 404 mg/dl. The customer treated with a manual injection. The off no power alarm was the second occurrence without a low battery alert. The customer was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.